Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was reproduced. The messages were found to be caused by loose screws that interfered with proper door latching operation. The screws were replaced.

Event description:
It was reported that the spectrum pump constantly displayed the close door message. It was also reported there was no pt involvement.